Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted images confirmed an obstruction of the outflow graft; however, a specific cause for the obstruction could not be conclusively determined. Additionally, the report of low flow alarms could not be confirmed through the evaluation of the submitted log files. Although a specific cause for the reported alarms could not be conclusively determined through this evaluation, the account stated that the low flows were likely caused by the computed tomography angiography (cta) and positioning. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained data from 23:07:31 on (B)(6) 2021 through 8:29:31 on (B)(6) 2021, per the timestamps. Transient low flow fault flags were captured on (B)(6) 2021 when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 2.1-2.4 lpm. These faults lasted between 3 and 8 seconds, each, which was not long enough to trigger low flow hazard alarms. No other atypical events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 1 of the IFU, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 5 of the IFU also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 6, under ¿right heart failure, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6 (under ¿caution!¿) explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Outflow graft obstruction was previously reported under MFR # 2916596-2019-02143.

Event description:
It was reported that the patient was having multiple low flow alarms. The patient has a known partial outflow graft occlusion. A repeat computer tomography angioplasty (cta) was performed. The patient's lactate dehydrogenase (ldh) was 261, which is baseline. The patient does not have any symptoms. The patient has moderate aortic insufficiency per echo. Upon review of the patient's log files, there were low flows that did not persist long enough to produce an alarm. These occurred when pi was elevated. The cause of the low flows is most likely due to the cta and partly positional. The low flows have not resolved. The results of the cta showed increased thrombus within the outflow cannula with areas of approximately 50% luminal narrowing. The patient is stable for now and is discharged home. The plan of care is to monitor the patient. The patient is (B)(6) with some degree of right ventricular failure. There is no plan for surgical intervention.